Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found on the side of the compartment running from the case seal up towards the top. The bolus button cover was missing from the pump and the button function was not tested. The pump powered up to the verify screen. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 09/02/2015.